Event description:
Health care professional is reporting two "blood leaks" with this lot number during the first use without processing. The dialyzers were not from the same case. This(2 of 2) internal leak was noted after the pt treatment was initiated. Frank blood was seen in the dialysate. The pt treatment was stopped and the dialyzer and some of the blood line volume were discarded (200 cc). A new dialyzer was primed and used to continue the treatment without adverse effects to the pt. No medical treatment was necessary. Reportedly there was no damage to the box/case the dialyzer was taken from. Actual sample discarded. MDR filed on blood loss reported.